Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump that occurred during setting a bolus. Customer's blood glucose was 300 mg/dl. Customer pressed the up arrow button and the numbers ramp up without pressing a button. Pump was not exposed to moisture. Insulin pump will be replaced.

Manufacturer narrative:
The up arrow button on the insulin pump had intermittent response due to corroded keypad traces. No unexpected numbers scrolling during testing. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.